Manufacturer narrative:
The device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. The device was monitored and no display anomaly during testing. No moisture damage found at electronic assembly noted. The insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer could not see/read the display. Moisture and fluid were in the insulin pump. The insulin pump was not exposed to water or extreme temperature. Customer's blood glucose level was 11.5 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.